Manufacturer narrative:
(B) (4). (B) (4). Conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that the nurse found the reservoir did not obtain any suction before use on the pt during surgery. Therefore, the new reservoir was opened and used on the pt. There was no adverse consequence to the pt. The surgeon strongly suspects a malfunction of the anti-reflux valve.